Manufacturer narrative:
The event device has been returned to applied medical for evaluation. A follow-up will be provided upon completion of the investigation.

Event description:
Procedure performed: lap. Gastric sleeve resection. Event description: the tip of the trocar sleeve is broken off during surgery. The customer can not explain how it came to the damage to the sleeve. It was noticed during the operation and the broken part could be removed without any problems. The patient did not get hurt. Additional information received from team member via email on 15jun2018: translation: [], laparosc. Gastric sleeve resection, intraoperatively it was noticed that a plastic piece from the end of the trocar had replaced, this was noticed. The trocar was as served, shown and handed over to you. A postoperative problem has not arisen (so far), patient status: no information. The patient did not get hurt.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of a fractured cannula tip. Based on the condition of the returned unit and the description of the event, it is likely that the tip fracture was caused by a combination of the following: an instrument that was not fully closed before it was removed from the trocar and a material abnormality, which would cause the cannula to be more susceptible to damage. The probability and criticality of harm resulting from this failure mode has been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.